Event description:
The user received analyzer alarms and noted samples did not process because of the error. The total number of patient samples involved was unclear and the user provided data for only one patient sample. Upon initial testing for thyrotropin (tsh), no result was given besides the analyzer flag. The sample was automatically repeated and the result was 0.037 uiu/ml. The sample was manually repeated and the result was 2.03 uiu/ml which was considered to be the correct result. It was unknown if the patient was adversely affected as the user refused to provide any patient information. The tsh reagent lot number was 16473004 with an expiration date of 04/30/2012. The field service representative determined the sample probe liquid level detection (lld) voltage was erratic. He found a defective connector on the sample probe and replaced the sample probe. He adjusted the lld board to specification and verified stable voltage readings between multiple primes. To verify the analyzer operation, he ran performance testing with passing results within specification. The user verified the calibrations and quality control per laboratory specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.